Manufacturer narrative:
(B)(4). Concomitant medical products - 32 mm 12/14 tpr fem hd std nk , item 650-0883, lot 2718551, therapy date - (B)(6) 2012. Exceed abt 3hl shell 39/52 mm, item 123952, lot 2722461, therapy date - (B)(6) 2012. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the njr that a patient underwent an initial left hip arthroplasty and subsequently, a revision procedure was performed due to dislocation, subluxation and malalignment of socket.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the njr that a patient underwent an initial left hip arthroplasty and subsequently, a revision procedure was performed due to dislocation, subluxation and malalignment of socket.